Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too short and initial implant malpositioning. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: right side: 1st (superior): ifuse implant, p/n 7050-90, lot# 493598, mfd. 01/19/16, exp. 2021-01-19, (B)(4); right side: 2nd (inferior): ifuse implant, p/n 7035-90, lot# 343332, mfd. 04/01/15, exp. 2020-04-01, (B)(4); left side: 1st (superior): ifuse implant, p/n 7050-90, lot# 493359, mfd. 06/20/15, exp. 2020-06-20, (B)(4); left side: 2nd (inferior): ifuse implant, p/n 7045-90, lot# 493563, mfd. 09/08/15, exp. 2020-09-08, (B)(4).

Event description:
The patient had staged bilateral si joint arthrodesis with the right side being performed in (B)(6) 2016 and the left in (B)(6) 2016. Two implants were installed on each occasion. The patient's si joint pain initially resolved, but the patient later presented to a new surgeon with complaints of a recurrence of si joint pain. The new surgeon determined that the implants on both sides were not well positioned and that the most caudal positioned one on the right side was too short and not fully engaged in the sacrum. In (B)(6) 2018, the surgeon performed a revision procedure where he first removed the caudal positioned right side implant using chisels. He then installed two new longer implants of the same type in more anterior positions in the right si joint. He then installed two additional implants of the same type into the left si joint. No other pre-existing implants were adjusted or removed. The surgeon reported that the patient is doing "very well" following the revision procedure.